Event description:
Complaint narrative: the regional it representative for the site reported the code blue and stat assist buttons were not working on the patient station (pas) in room (B)(6), a semi-private room. Site representatives did not reference a specific patient related event requiring use of the device. Complaint troubleshooting: amplion support coordinated troubleshooting with the regional it representative during the initial complaint call. Amplion support restarted the software for the device and the pas was successfully recognized by the system. The regional it representative was asked to press the code blue and stat assist buttons on the pas while the amplion support analyst watched the smart room controller (src) logs for confirmation of activity from the device. No changes were noted in the src logs. Amplion support requested the regional it representative remove the pas from the wall and cycle ethernet cables, located on the back of the pas. The site representative stated he would work on it and call amplion back with an update. On 09/27/2021, amplion support contacted the regional it representative to follow up on the complaint. A call was placed, leaving a voicemail, requesting a return call. An email was sent requesting a status update for the pas in room (B)(6). Amplion received no response back from the regional it representative. Complaint resolution: on 09/29/2021, amplion support noted that a patient was assigned to room (B)(6) and continued to pursue troubleshooting for the room. Amplion support called the charge nurse (cn) to provide an update on the room, including informing her that the code blue and stat assist were not functional on the pas, and that the patient should be moved from the room. The cn reported that the room had been remediated. Amplion support requested verification that the issue had been resolved. In coordination with amplion support, the cn tested both the code blue and stat assist, verifying that the alarms posted to the clinical dashboard and were sent to all appropriate handheld staff phones. The site did not provide any further information to amplion to indicate whether the original device was remediated or replaced. Failure analysis: the original site contact (regional it representative) that amplion support was working with to troubleshoot did not update amplion when the pas was remediated and/or replaced. No pas was returned to amplion for failure analysis; and due to the time elapsed since the complaint was resolved. Amplion does not anticipate receiving any device related to this complaint.